Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis, also reported as "refractory peritonitis". The cause of the event was unknown. It was reported the patient was hospitalized for the event. It was unknown if the patient was treated with antibiotics for the event. At the time of this report, the patient has not recovered and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.